Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized. The lesion was a long calcified lad lesion. The physician was able to place a wire down the lesion and attempted to ivus the lesion as well. The ivus catheter was not able to go through the calcification. The physician then predilated the lesion with a 15 mm balloon. The physician then advanced the taxus express2 8.8% 2.75 x 32 mm stent to the lesion, but the stent would not go all the way through the calcification. The undeployed stent became lodged in the calcium. The physician pulled back on the delivery catheter, but was unable to remove the stent. The physician pulled back harder and the balloon catheter came out but the undeployed stent remained stuck in the calcium. The sds was removed. It was evident by the stretched out appearance of the catheter, that much force was applied to the unit. The physician was able to place a wire through the undeployed stent and brought a 1.5 or 2.0 balloon up through the stent. The balloon was inflated, not fully deploying the stent, and was able to pull the stent back to the guide catheter. The stent would not go into the guide catheter. The wire, guide, and balloon with the taxus stent were removed as a unit to the sheath. At the sheath, the stent came off of the balloon and embolized to the leg in a non critical area. An interventional radiologist was consulted and the decision to leave the stent in the leg was made. The pt is stable and no complications have been reported.